Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The bulkhead connector was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The bulkhead connector was returned to the manufacturer. A visual and physical examination found that the component one sidewall of was broken and had bent leads.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue was noted intra-perioperatively during patient selection and scan acquisition. The delay in surgery was 15 minutes. It was reported that during a case it was unable to get the navigation and imaging system to communicate. When trying to specify the navigation the imaging system was connecting to navigation system. The message "no igs server found" was displayed. It was attempted to reboot both systems and that did not resolve the issue. It was tried with three different network cables. It was switched to a different navigation system for the case and the two systems communicated and the case proceeded.